Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient¿s mother reported the patient's blood glucose level rose to 293 mg/dl (16.3 mmol/l) while wearing the pod between 1 and 4 hours. When removed from the infusion site on their leg, the pod's cannula was found blocked. The patient mentioned the blockage was possibly blood or a bubble that was causing a color change when held up to light. As treatment the patient mentioned they applied a correction bolus of 2.5 units with a needle and applied a new pod.